Event description:
It was reported that a remote transmission showed the device exhibiting post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended and will be made when patient comes into clinic at next device check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.